Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to patient contact during an unspecified cardiac procedure, the tip of a performer introducer¿s dilator cracked. Per the reporter, the tip was deformed prior to use. As the physician attempted to use ¿other instruments¿ to correct the deformation, the tip cracked. The device did not make patient contact. Another device of the same type was used to successfully complete the procedure. Photos provided by the customer show a split in the dilator tip. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: d4 = UDI, h4. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, specifications, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The prior-to-use complaint device was returned to cook for investigation. The tip of the dilator was split. A document-based investigation evaluation was performed. A review of the device history record found two relevant non-conformances on forty-three devices from a sub-assembly lot; however, all affected product was scrapped prior to release from cook. A review of complaint history found no additional relevant complaints for the final or sub-assembly lots. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. Although two relevant non-conformances were noted on a sub-assembly lot, all non-conforming product was scrapped prior to release from cook, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing deficiency contributed to this event. Responsible personnel were notified. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to patient contact during an unspecified cardiac procedure, the tip of a performer introducer¿s dilator cracked. Per the reporter, the tip was deformed prior to use. As the physician attempted to use ¿other instruments¿ to correct the deformation, the tip cracked. The device did not make patient contact. Another device of the same type was used to successfully complete the procedure. Photos provided by the customer show a split in the dilator tip. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.